Manufacturer narrative:
Device was returned and evaluated. Evaluation determined that the reporter issue of cutting button on the left side of the device missing was confirmed. The missing part was not returned. The device jaws was observed to be opened and lock off. Dried tissue on the jaws were observed, consistent with use. Jaw symmetry was found balanced, no visual damage noted. The first point of contact for the jaws is at the distal end consistent with standard. The jaw aperture measurement was taken inside the first teeth of the jaw, measured at about .313", (standard is .300¿ +/- .100¿). The jaw mesh is normal. The insulation of the jaw legs was inspected and found two small areas that exposes metal through the insulation. The flare is intact and has no cracks. The blade extends/retracts, however fails to cut the dental dam as designed. The lock function engages/releases as designed and the shaft is normal. The device was plugged into the test generator and displayed correct default setting. In addition, a test reference g400 generator was used in conjunction with the 920005pk hand piece and verified that energy was being transferred to the distal end of the forceps during activation, which was visually represented by vapors of moisture during contact with the wet cotton pad when coag (blue foot pedal) was activated. Based on evaluation findings, the reported failure was confirmed. The likely cause of the issue reported could be attributed to excessive force applied to the device.

Event description:
It was reported that during a therapeutic laparoscopic hysterectomy procedure, the device cutting button on the side of device broke off. According to the reporter, the patient was not injured. No report of device fell into the patient. The intended procedure was completed using the same device. No patient injury reported, no user harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number and investigation conclusion. The most possible cause for this issue could be attributed to excessive force as there are signs the device has been used. Device history record was reviewed and showed the product met all specifications upon release. Per the IFU (instruction for use): carefully remove the device from its shipping package. Inspect to ensure no damage has occurred during transit or storage. Do not use this device if the packaging or device is damaged. Olympus will continue to monitor the field performance of this device.